Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a warm up issue. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.